Event description:
Allergic reaction to 3m foam medical tape applied across back. Hives, welts, skin breakdown, pain and itching. Tape was on for approx 4 hours. I am also a nurse and have seen other's who have reported sensitive skin or adhesive allergies have similar reactions to this tape. This tape is listed as hypoallergenic according to 3m. I do not think it is hypoallergenic and feel this advertising is misleading.